Event description:
Discordant, falsely low sodium, potassium, and chloride results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument and results were higher for all three methods. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium, potassium, and chloride results on one patient sample.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced tubing that connects the integrated multisensor technology (imt) module to the bulk fluids, the degasser manifold, imt sensor, imt mixer assembly, imt drain, aliquot drain, and all imt fluids. The cse also clipped tubing back from a pump and autoaligned the imt probe and aliquotter. The cse then ran a correlation study between the instrument and another instrument in the laboratory using twenty patient samples and the results were within specifications. A siemens headquarters support center (hsc) specialist also evaluated the instrument data, which indicated improper dilution of the patient samples. The hsc recommended that the customer follow the instrument instructions for proper loading of diluents. The cause of the discordant sodium, potassium, and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.